Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they stopped using the aligners due to them having gum issues and after the letter saying they can cause gum issues.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.